Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin fill port was missing from multiple cartridges. There was no reported adverse effect to the customers blood glucose.